Event description:
Report received of an undocumented number of undocumented incidences of infusion pumps alarming with proximal occlusion alarms. The events have occurred during pump set up after the initialization of the pump and prior to patient use. No specific patient information was available, but the customer reported that the proximal occlusion alarms occur randomly, including a few instances with set-up during cardiac arrest situations. There were no reported adverse patient events. Though requested there was no further information available.